Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a red and oozing irritation under her breast. The patient's nurse applied powder to the irritation. The patient's physician also advised the patient to use a cream on the irritation. The patient also received benadryl from the facility at which she was located. Follow-up indicated that the irritation cleared up.